Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) was completed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
During an investigation of a charger for an unrelated issue, a reportable malfunction was found. The charger was unable to charge a battery.